Event description:
It was reported that the micro sagittal saw ran without user activation during a procedure. A back-up device was used to complete the case with no pt or user injuries. And no adverse consequences.

Manufacturer narrative:
Corrosion was discovered in the motor and press plug assemblies.